Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "during priming of the system, priming solution came out of the oxygenators gas outlet." (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned and it was investigated in the complaints laboratory at the site in (B)(4). The quadrox-I-adult was examined and the connectors and luer lock were found to be damaged, which is thought to be caused by the pulling off of the hoses. The leak test was performed and the leakage at the gas outlet was confirmed. A second investigation was then performed to evaluate the cause of the leakage. The laboratory built up water pressure on the blood side and a fibre leakage was found. The blood inlet cover was then removed and the affected mat was undone and examined. The fibre was filled with methylene blue to better recognise the leak. A small cut was observed in the fibre. No further abnormalities were noted. The DHR review showed no deviations. Maquet is aware of other complaints related to fibre damage/similar issues which have been internally investigated however, on the basis of the defect found in this complaint it has not been possible to relate this complaint to any previous investigations. The root cause cannot be determined at this time but the data will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. Please note this is the final report.

Event description:
(B)(4).